Manufacturer narrative:
Eval was not possible, as the prod was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported fracture; however, the initial reporting stated knee instability and "massive" hyperextension were contributing factors. In addition, the reported pt large physical stature could be a contributing factor. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated.

Event description:
The pt was revised because of instability, the insert was found to be fractured.